Event description:
It was reported that the right ventricular lead was explanted due to sensing difficulty, and ineffective defibrillation. The lead could not defibrillate the patient at 35 joules. No further patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead was explanted due to sensing difficulty, and ineffective defibrillation. The lead could not defibrillate the patient at 35 joules. No further patient complications were reported as a result of this event. Medwatch report received reporting same.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies were found; full lead was returned for analysis.